Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer reported that the insulin pump alarmed low reservoir. Customer's blood glucose reading was 406 mg/dl. Advised customer to change out the infusion set and find a different site to insert. Troubleshooting was done. Product is not being returned or replaced.